Manufacturer narrative:
Estimated date . The device was not returned for evaluation. A review of the lot history record for this product was not performed because the lot number was not reported. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that use of two proglide devices were attempted; however, both failed. The method to achieve hemostasis was not specified. No additional information was provided.